Manufacturer narrative:
(B)(4). It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and loss of capture one day post implant. The lead was subsequently explanted and replaced with an epicardial lv lead due to the patient having poor anatomy for lv lead placement. No additional adverse patient effects were reported.